Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), gastrointestinal disorder ("gi or digestive system condition"), alopecia ("hair loss"), migraine ("migraines/headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), mental disorder ("psychological problems"), dermatitis allergic ("rashes or skin conditions"), visual impairment ("vision problems") and abnormal weight gain ("abnormal weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, gastrointestinal disorder, alopecia, migraine, nausea, nervous system disorder, mental disorder, dermatitis allergic, visual impairment and abnormal weight gain outcome was unknown. The reporter considered abdominal pain lower, abnormal weight gain, alopecia, dermatitis allergic, gastrointestinal disorder, mental disorder, migraine, nausea, nervous system disorder, pelvic pain and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), gastrointestinal disorder ("gi or digestive system condition"), alopecia ("hair loss"), migraine ("migraines/headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), mental disorder ("psychological problems"), dermatitis allergic ("rashes or skin conditions"), visual impairment ("vision problems") and abnormal weight gain ("abnormal weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, gastrointestinal disorder, alopecia, migraine, nausea, nervous system disorder, mental disorder, dermatitis allergic, visual impairment and abnormal weight gain outcome was unknown. The reporter considered abdominal pain lower, abnormal weight gain, alopecia, dermatitis allergic, gastrointestinal disorder, mental disorder, migraine, nausea, nervous system disorder, pelvic pain and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.